Event description:
It was reported that the customer's insulin pump had a broken thread near the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked at the battery tube threads, cracked end cap and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.